Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent was deployed. Upon removal, it was noted that the delivery system was unable to be removed due to severe resistance. The delivery system was tried to be retracted but it did not move, so the entire system was retrieved. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent was deployed. Upon removal, it was noted that the delivery system was unable to be removed due to severe resistance. The delivery system was tried to be retracted but it did not move, so the entire system was retrieved. There were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent was deployed. Upon removal, it was noted that the delivery system was unable to be removed due to severe resistance. The delivery system was tried to be retracted but it did not move, so the entire system was retrieved. There were no patient complications as a result of this event.